Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2022, it was reported that the patient's infusion set's tubing connector cracked while the patient was in process of attaching the tubing to the reservoir. The site location was patient's abdomen, and the pump was located on the same side as well. Moreover, the infusion set had been used for less than one day. Reportedly, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.